Event description:
A 79-year-old male with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2023, as part of the non-interventional study (nis): "use of ttfields in germany in routine clinical care study program - daily activity, sleep and neurocognitive functioning in newly diagnosed glioblastoma patients study." On may 7, 2024, novocure was informed that the patient was experiencing inflamed and purulent skin irritation. During a home visit on (B)(6) 2024, a novocure employee observed multiple inflamed areas on the patient's scalp, two of which were approximately the size of a 5-cent coin. The patient reported that these areas were itchy. The patient's spouse had applied an unspecified ointment, and the irritation was reportedly healing well. Additionally, there was a notable "deep hole" located on the right side of the patient's scalp, within the surgical scar (last surgical resection on (B)(6) 2022), measuring approximately the size of a 1-cent coin, with the titanium plate visible. It was noted that the skin in this area had thinned significantly, and a superficial layer of skin had sloughed off, accompanied by fluid leakage. The patient subsequently consulted a physician, who identified a scar tissue disorder and indicated that the skin would regenerate naturally. Upon reviewing a medical record received on june 26, 2024, it was noted that during a follow-up visit on (B)(6) 2024, the patient exhibited a chronic 5 mm wound dehiscence on the right frontal side of the scalp. The physician prescribed unspecified oral and topical medications. Furthermore, the patient experienced a skin reaction characterized by itching, which was treated with an unspecified topical ointment and an oral antihistamine (ebastine). The patient continued with optune gio therapy. During a subsequent visit on (B)(6) 2024, the physician observed significant improvement in the wound healing disorder along the right frontal craniotomy scar noted in (B)(6) 2024, with nearly complete healing. There was no longer any exudate or wound dehiscence present. The patient tolerated optune gio therapy well, and the focal skin irritations were effectively managed through frequent array changes and topical treatments. The prescribing physician did not provide a causality assessment on this event.

Manufacturer narrative:
Novocure medical opinion is that a contribution of the array placement to the wound dehiscence and skin reaction cannot be ruled out. Contributing factors for wound dehiscence in this patient include: radiation, chemotherapy and prior surgery affecting skin integrity. Wound dehiscence is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).